Event description:
It was reported nonsustained rv oversensing episodes were observed on a merlin transmission. Reprogramming the max sensitivity and performing a dft testing were recommended to ensure proper detection and treatment of dangerous arrhythmias. No further information is available.

Manufacturer narrative:
(B)(4).